Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacture date not available for this instrument at time of filing. A medtronic representative went to the site to test the equipment. Troubleshooting revealed that the battery charger enclosure and syncor cycling was on and off after startup. The incoming line power from the wall was at 94vac. Multiple outlets were checked with the same results. With machine cycling, the wall outlet reading was anywhere from 118vac to 47vac. The findings were reported to the site and the machine was moved to a stable outlet and the symptom was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced in the system

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the device was getting a "battery failure" message.